Event description:
A malfunction was reported on the pump, although no notable events occurred prior to this issue. There was no information provided regarding any adverse impact on the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to report back if the issue reappeared.